Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
A biomed reported that the device infused too fast and that the pt received chemotherapy too quickly. The chemotherapy that was infusing was 5fu set up as a secondary infusing ordered to be delivered at 45cc per hour, total volume of 5fu was 1,000cc. He stated that no patient harm was reported and no medical intervention was required. Although requested, no further pt or event info was provided.